Event description:
It was reported that hp052 was used during a radial artery procedure. It was reported by the rep after 5-10 minutes into the procedure the device would tone out. There was no consequence to the pt. 02/01/2001 it was reported by the rep this occurred with the hp052 and hp051.